Manufacturer narrative:
There was no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
Attorney's report of pt alleged ring break, mesh explantation and abdominal hernia.